Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had been inserted on (B)(6) 2023. The insertion was reported to be axillary, which is not the method described in the device instructions for use. On (B)(6) 2023, the iab was attempted to be repositioned but advancement with catheter cover was difficult and met with resistance. A second iab was inserted via left axillary. On (B)(6) 2023, autofill failure and a leak in iab circuit alarms occurred. A third iab was inserted via left axillary. On (B)(6) 2024, an autofill failure alarm occurred on the third iab. A fourth iab was inserted via left axillary. There were no ruptures, no blood in drive line, and no issue with the console during any of the iab replacements. There was no patient harm or adverse event reported. This report is for the 3rd iab in this event. Separate reports have been submitted for the 1st iab under mfg report number:(B)(4) and the 2nd iab under mfg report number: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.